Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with an unk smart touch bidirectional. The patient suffered pulmonary stenosis after an ablation procedure. It was reported by the bwi sales consultant that they overheard the staff talking about a patient that had an atrial fibrillation procedure done. They don't know the date. The patient while at home started experiencing shortness of breath during a swim. The patient then went to the emergency room and a computed tomography (CT) scan was done and it was found that the patient had pulmonary vein stenosis. The ep (electrophysiologist) doctor spoke to another doctor to address the pulmonary vein stenosis. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.